Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had 2 scs leads from the same lot. It was reported during the patient's lead revision procedure (reference MFR. Report: (B)(4)) at least one csf leak (patient remained asymptomatic) occurred during repositioning of the second lead. As a result, repositioning of the lead was abandoned and the lead was explanted.